Event description:
On (B)(6) 2009 the patient stated that for the last month or so the infusion device has been making a grinding noise and sounds kind of rough. She notices it during the change of the insulin cartridge process and it is most noticeable when she is taking a bolus. Patient states the last time she tried to change the insulin cartridge a few days ago she retracted the piston rod and heard the grinding noise. Patient reports then the piston rod got stuck at the bottom and the pump displayed an e10 (cartridge error). Had the patient insert the same battery and was able to retract the piston rod. Patient reported the piston rod retracted and the screen displayed 315 units. Was unable to hear the grinding noise and unable to duplicate the e10. No physiologic effect was reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. Patient is currently using the backup infusion device.